Manufacturer narrative:
Section d6a: if implanted, give date: asked but not available. Other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens was explanted in the secondary procedure as the patient was very unhappy, due to glare, halos and spider webs in vision. The issue was first observed during post-op exam. The pre-op visual acuity was 20/40 and the post-op visual acuity was 20/20. There was no incision enlargement, sutures, vitrectomy, no delay in treatment. Through additional information it was learned that the dfr00 lens was explanted from the patients right eye and replaced with dib00 +16.0d lens. The patient outcome was reported as much better with no glares and no blurry vision. There was no other patient injury and no medical/surgical intervention required. No other information is available.